Event description:
Procedure: thoracotomy. According to the reporter: the endo gia universal reload closed normally on the pulmonary vein and was fired. The proximal and distal portion of the load fired normally, but the middle portion of the staple line failed causing severe bleeding. Sutures were placed to re-establish hemostasis. During the course of surgery, the patient lost 800ccs of blood and coded. The patient was resuscitated on the table. The patient coded again 2 days post operatively, and could not be resuscitated.